Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had blank display. The insulin pump was not turning on even after replacing battery. Customer stated display was not blank less than 30 seconds and did not return. Customer stated the contacts on the battery cap were not missing or damaged. The customer reported that there was no battery in the insulin pump and insert battery alarm did not appear on the screen. The customer was not calling back after receiving a new battery cap. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.